Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular and right atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2021-38307.